Event description:
An optometrist reported a patient with recurrent corneal erosion four months following photo refractive keratectomy (prk) treatment. The patient reported blurry vision, and pain/sensitivity in the left eye. The patient was started on polysporin ointment four times a day. The patient did not show for his next scheduled appointment. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information, at this time additional information was not received. (B)(4).